Event description:
It was observed, during the device inspection. That the ultrasonic bronchofibervideoscope exhibited a breakage of the bending section. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the subject device was returned, a root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use: "evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." Olympus will continue to monitor the field performance of this device.